Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions about the root cause of the current reported event based on the available information; however, the investigation identified a trend of fractured and disassociated lps diaphyseal sleeve components. A health hazard evaluation was previously conducted and resulted in a voluntary recall being initiated on january 4, 2013 for product codes 1987220018, 198720020, 198720204 and 198720028. On february 22, 2013 the FDA classified this as a class 1 recall. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a broken diaphyseal sleeve.